Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were dispatched to emergency medical services on unknown date due to low blood glucose. Blood glucose level at the time of the incident was 20 mg/dl. Customer was passed out at the time of dispatched to emergency medical services. Auto mode feature information was unknown. Customer did not feel ok to do troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.